Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the surgical procedure, although uncommon. Other variables, beyond product not performing to specifications, to consider in a differential diagnosis would be pt health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrosis integration, individual grafting techniques, and post-operative complication (i.e. Infection, wound dehiscence, or early load from temporization or transgingival healing). From the information provided, it is not possible to definitively determine if the implant, graft, technique, pt compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that pepgen p-15 putty was used with simultaneous implant placement in the left posterior maxilla with excellent/fair oral hygiene and reported bone quality type iii/IV. The osteotomy was prepared via drilling, bone condensing, and thread cutting, and healing was subgingival. The site had progressive bone loss and the implant did not osseointegrate and was explanted approx 3.5 months post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.